Event description:
It is reported that the patient is presenting with heterotopic ossification in the abductor muscles, lateral to the acetabular.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: primary operative notes were provided which were unremarkable. A follow-up at 6 weeks states mild-moderate heterotopic ossification which the radiologist suspects to be insignificant in degree. The definitive cause for this process is not yet clear, but it appears to involve both local and systemic factors. Male sex, advanced age, preexisting or contralateral heterotopic ossification, posttraumatic osteoarthritis, ankylosing spondylitis, and infection have been reported to be risk factors. Risk factors related to surgical technique include extensive soft-tissue dissection, bone trauma, the persistence of bone debris within the surgical field, and the presence of a hematoma. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to met specifications.